Event description:
A hospital in (B)(4) reported that the outlet port on an rd900 neopuff infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the returned neopuff fascia and valve assembly were visually inspected for damage. Results: the outlet port was broken off of the manifold. A lot check revealed no other complaints of this nature for lot number 090604. Conclusion: the gas outlet port on the neopuff was broken, confirming the reported fault. The hospital reported that the neopuff had fallen. The neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The hospital reported that the neopuff had fallen. The neopuff technical manual includes the following warning: "dropping of the f&p neopuff infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient." These checks include both testing of the manometer and valve system.

Event description:
A hospital in (B)(6) reported that the outlet port on an rd900 neopuff infant resuscitator broke. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The complaint device is currently en route to fisher & paykel healthcare (B)(4) for evaluation. We will provide a follow-up report upon receipt of the device and completion of our investigation.